Manufacturer narrative:
H6: component code 515 added.

Event description:
On (B)(6) 2021 this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, gore® excluder® iliac branch endoprostheses (ibe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx). The gore® ibe component implanted within the patient's left common iliac artery and extended with the vbx component into the left internal iliac artery. It was noted that the case was off label due to the origin of the patient's proximal common iliac artery being small. On (B)(6) 2021, the patient underwent follow-up examination with the physician which determined an occlusion on the right side involving the ipsilateral leg of the trunk component and the contralateral leg used to extend coverage. The occlusion was reported throughout these two devices. On (B)(6) 2021, the patient underwent reintervention and declotting and a thrombectomy were performed. The devices were then relined with two additional contralateral leg components. Ivus performed at this time showed a possible compression of the ipsilateral leg area at the level where the devices crossed over at the bifurcation (ballerina placement) and the physician chose to reline both sides from the distal aorta down to each common iliac artery with vbx devices to ensure patency. The patient tolerated the procedure with good results.

Manufacturer narrative:
Patient medical history includes but is not limited to: renal cell carcinoma, hypertension, lumbar stenosis with neurogenic claudication, tobacco use. Concomitant medical products: patient medications include but are not lpidogrel 75mg tablet, aspirin 325mg tablet, acetaminophen 500mg tablet, metoprolol tartrate 25 mg tablet, lisinopril 10mg tablet, ipratropium-albuterol, omeprazole 20mg capsule.